Manufacturer narrative:
Product evaluation found lens returned in a micro centrifuge vial with some moisture. Visual inspection foudn missing piece of haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion: per dfu, this lens model is contraindicated for use in patients with an acd less than 3.0 mm and in patients younger than 21 years of age. Claim # (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1 mm vicmo12.1, -12.50 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a longer lens on (B)(6) 2017 due to low vault. This resolved the problem.